Manufacturer narrative:
(B)(4): the customer reported that a monitor fell and was damaged. No pt harm was reported. The limited available info supports that the fell was due to user error. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.